Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. [Mw5086161].

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of incontinence. It was reported that the patient had the ins implanted into the left s3 foramen for overactive bladder. They recovered without event. They had a good response to the device with improvement of urinary incontinence. The patient was admitted with sudden lower back pain, bilateral leg discomfort, and leg weakness. The ins was removed at the request of neurology to allow for an MRI. The MRI showed inflammation from t12 to l2 and the patient was given a diagnosis of transverse myelitis. They were treated with IV antibiotics. The pain and weakness improved. No further patient complications were reported as a result of this event.